Event description:
It was reported that the customer was having issues with rewinding the insulin pump. The mother stated that they programmed 4.0 units of insulin and its not fully delivering. Advised the caller to call back when the customer and the device are available to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.